Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 473mg/dl and a no delivery alarm. The customer had symptoms such as their body shaking and treated with syringes. Customer indicated that their doctor has not been contacted and their blood glucose value was 600 mg/dl at the time of the call. Troubleshooting found that the pump was able to prime and customer indicated that there may have been a connection problem with the tubing. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer indicated that they will send back their used infusion set and reservoir. Customer was advised to monitor the pump and call back if further issues. No further troubleshooting was performed.

Manufacturer narrative:
A visual inspection was performed on one opened and used reservoir, found two stopper plungers inside reservoir.